Event description:
Vague report of fast flow has been reported with the use of morphine and midazolam in nacl diluent in a multiday infusor with two pts. Four infusors were reported to have finished 36 hours earlier than expected (120 hours is the total nominal infusion time for the 60ml fill volume used). The pts were reported to have been arousable and "feeling pain" when they were assessed by clinicians. No pt injury or medical intervention was reported for either of these two pts.